Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service team indicates chipping of the adhesive around the objective lens was observed. The regional repair center indicated that the most likely cause of the chipping of the adhesive around the objective lens was component failure. There was no patient involvement.